Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.037.031. Lot: 9412014. Manufacturing site: umkirch. Release to warehouse date: march 26, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the combination wrench 11 mm/blade screw was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the tip was broken. There were scratches on the device but have no impact on the device functionality. No other issues were observes with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Wrench hexagonal 11/blade/screw. Investigation conclusion: the complaint condition was confirmed for the combination wrench 11 mm/blade screw. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Reporter is jnj employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021, while the operating room staff was trying to take the instrument apart with the wrench, the wrench broke. The procedure was over when event happened. There was no patient consequence. Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity 1) and unknown tfna extraction drive (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1)combination wrench 11mm/blade screw. This report is 1 of 1 (B)(4).